Event description:
It was reported that the user experienced recurrent dexcom g7 cgm signal loss while using the ilet, with on-device prompts to connect the cgm or enter a blood glucose value; the user had been advised to reset the ilet and performed a reset, after which the cgm was connected and the issue was not present at the time of the call. Symptoms included intermittent loss of cgm connectivity without reported hypoglycemia or hyperglycemia. Outcomes included no reported impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included troubleshooting through a device reset and discussion that the issue could relate to a problematic batch of cgm sensors. Investigation of this case revealed that the problem involved cgm communication failure with no ilet alarm persistence after reset and a suspected cgm sensor reliability issue. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the ilet, consistent with cgm sensor or communication intermittency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance